Event description:
It was reported that the motor device was not working. According to the report, three of the pins on the connector of the device were pushed back and not making contact. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was electrical pin pushed back in the connector which caused an e8 error. It was further observed that the cord was damaged. It was determined that the pin pushed back in the connector was due to the connector not being properly aligned and forced into the female connector when plugging it into console. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.